Event description:
The customer contacted beckman coulter inc. (Bec) to report obtaining reproducible elevated troponin I (accutni) results over a period of (B)(6) 2011. The customer switched the instrument from synchron lxi 725 clinical system to unicel dxi 600 access immunoassay system during this period, and it is unknown which results were obtained from which instrument. This report documents a result, within the risk stratification range of the assay, generated on (B)(6) 2011 for one (1) patient which did not match the clinical picture of the patient. The result was reported out of the laboratory, but did not match the clinical picture of the patient. It is unknown if there were any change to patient treatment in connection to this event.

Manufacturer narrative:
Sample collection device and centrifugation information was not provided. Qc and system check data was not provided. Access accutni reagent lot number was not provided. A definitive root cause for this event has not been determined to date based on the supplied information. The information on the customer's other instrument synchron lxi 725 clinical system is listed below: brand name: synchron lxi 725 clinical system, refurbished type of device: discrete photometric chemistry analyzer for clinical use product code: jje, catalogue number: a63254, serial number: (B)(4), 510(k) number: k023049, device manufacture date: 09/11/2000. The below listed mdrs are being reported for the events on different dates at this customer site: 2122870-2011-06428, 2122870-2011-06429, 2122870-2011-06430, 2122870-2011-06431, 2122870-2011-06432, 2122870-2011-06433, 2122870-2011-06434, 2122870-2011-06435, 2122870-2011-06436, 2122870-2011-06437, 2122870-2011-06438, 2122870-2011-06439, 2122870-2011-06440, 2122870-2011-06441, 2122870-2011-06442, 2122870-2011-06443, 2122870-2011-06444, 2122870-2011-06445, 2122870-2011-06446, 2122870-2011-06447, 2122870-2011-06448.